Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a nephrostomy catheter device was used; however, the upper connector and catheter portion of the implanted catheter was torn off. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Event description:
It was reported that a nephrostomy catheter device was used; however, the upper connector and catheter portion of the implanted catheter was torn off. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to 08/01/2024 based on the date the manufacturer became aware of the event. Imdrf device code a0401 captures the reportable event of catheter break. Investigation results: upon receipt at our quality assurance laboratory of the detached part of the catheter, it underwent a thorough analysis. Microscopic examination was performed and was closely observed the detached part of the catheter with many marks which looks like manipulation. With all the available information, boston scientific concludes that the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the entire device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Therefore, based on the information available and analysis results an investigation conclusion code of cause not established was assigned to this investigation.